Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that after ten minutes of installation, leakage occurred near the connector of the enteral feeding set. The customer used another set; however, the same thing occurred with the second set. There was no patient injury.

Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. Based on the information available, a corrective and preventive action (CAPA) is not necessary at this time. This information will be utilized for trending purposes to determine the need for corrective actions. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. If the sample is received, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.